Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: physical stress applied to the imaging section and connector section during use caused damage to components. Additionally, the adhesive around the objective lens peeled most likely due to physical stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during an unknown diagnostic procedure, the image of the videoscope had an abnormal greenish color tone. There were no reports of patient harm.